Event description:
Additional information was received via a consumer. It was noted that the patient had a blocked catheter or a motor stall in (B)(6) 2018 and had went through horrible withdrawals as a result. The date (B)(6) 2018 is considered an approximate date of event (specific year known only). The pump and catheter were replaced on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2009 explanted: (B)(6) 2019 product type catheter correction: the device code c62823 was not previously indicated in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a820, serial#: unknown, product type: software. Product ID: 8709sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 23-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine bupivacaine and dilaudid all at unknown doses and concentrations via an implantable infusion pump for spinal pain. It was reported that the patient had their pump replaced and when they replaced the pump they noticed that the catheter was kinked. It was unknown if the pump had failed as well. The patient went into withdrawal. The patient went into a refill on (B)(6) 2018 and they pulled back about 20ml of drug which was unexpected. The patient had a CT scan in (B)(6) 2018 that suggested the catheter was kinked. The patient had the pump replacement surgery on (B)(6) 2019 and that was when they discovered that the catheter was kinked. The patient believed that the rep knew of this issue on (B)(6) 2018 but the day of the surgery ((B)(6) 2019) the patient had talked with the rep. The patient mentioned they were out of it on the day of replacement due to the anesthesia. The patient reported that they like the old patient programmer (ptm) better than the new handset . The patient reported that they have to fumble to use both devices. The patient was not satisfied with the new therapy handset. No further complications were reported.